Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical with lymphadenectomy surgical procedure, there was a c-34 erbe generator fault and the monopolar wasn't working. Prior to calling technical support, the customer rebooted the generator twice and also replaced the energy cable and instrument, but the problem persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) explained to the caller that the fault was prompting to use a 3rd party generator (force triad) and explained how to set up the system. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electro surgical generator unit (iesu) and completed the failure analysis. The unit was analyzed, and failure analysis was able to reproduce the issue when the unit was placed on an in-house system and was run in normal mode. Isi also followed up with the site's clinical sales representative and obtained the following information: the customer could finish the procedure with the erbe generator by using classic mode with effect level 2. The others were not working.

Event description:
Refer to h10/h11 for follow-up information.